Event description:
It was reported that the unit shut off while in use. No reported patient injury.

Manufacturer narrative:
The investigation was based on the reported event incl. Provided information from service technician onsite and log analysis. Additionally, the exchanged material pba m48 and the sd card were examined at the manufacturer site in lübeck. The investigation of the provided log file confirmed a restart of the ventilation unit at the reported time. The device alarmed and behaved as specified due to a temporary deviation of pba m48. The replaced parts had shown no malfunction. The result of the investigation indicates that the restart of the ventilation unit occurred due to a temporary issue. As a safety feature of the system, the safety software analyses and verifies proper function of the device. If the safety software detects an internal failure concerning the ventilator, a restart of the ventilation unit will be triggered with accompanying alarm. The restart sequence lasts for a maximum of 8 seconds. During that time the emergency-breathing valve remains open to ambient allowing for spontaneous breathing. After successful restart the ventilation will be automatically resumed and continued with the latest settings. The parts were replaced and the device was tested according to manufacturer¿s specifications; all tests passed with no issues. The number of temporary malfunctions of the m48 reported from the field is within accepted range assessed by the responsible product quality board and is accepted. The results of the investigation did not reveal any new risks which are not covered by the product risk management file.

Manufacturer narrative:
Results will be provided in the final report.

Event description:
It was reported that the unit shut off while in use. No reported patient injury.